Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records found one approved temporary deviation notification (dn). There were no deviations or non-conformance's identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility reported that a patient experienced blood loss while undergoing hemodialysis (hd) therapy. The following details were provided. The optiflux dialyzer had a crack at the bottom. Blood was noted to have leaked on the floor. The estimated blood loss (ebl) was unknown. There was no harm or adverse events reported. No malfunction of the machine was observed or identified, prior to, during, or following the hd therapy. The dialyzer is not available to be returned to the manufacturer for evaluation.